Manufacturer narrative:
Findings: a customer reported via phone call indicating that they experienced high blood glucose of 406 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer felt symptoms of nausea and vomiting. The customer sent the insulin pump back for analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 406 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer felt symptoms of nausea and vomiting. The customer sent the insulin pump back for analysis.